Manufacturer narrative:
Event summary: visual inspection of catheter 2af284 / 59094-67 showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. Without reprogramming the catheter, it was connected to the console and no system notices were received; catheter was recognized. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported issue (broken luer) was confirmed through testing. The catheter failed the returned product inspection as per specification due to a broken luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon attaching the co-pilot to the balloon, the port cracked and broke off. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.